Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that only two(2) sleeve from the b11lt devices were returned. One(1) sleeve was returned with the the universal seal broken and with tip melted, one(1) sleeve was returned with the housing cap component disassembled from the housing and the with the tip broken. No conclusion could be reached as to what may have caused the reported incident. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.